Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges, patient suffers from pain.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/14/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient also had a right total hip arthroplasty that will be reported as per litigation papers, see (B)(4). Pfs reported patient with pain and burning, dislocation of left total hip arthroplasty, impaired mobility with not being able to ambulate for long periods of time, unable to drive and not able to lift >25lbs. There was no revision surgical report within the medical records. Patient had a polyethylene liner, the femoral stem, acetabular cup and screws will be added to complaint. Part/lot updated on head and liner. The complaint was updated on: dec 30, 2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (b)(1).

Event description:
Ppf alleged dislocation with closed reduction. The ppf allegation was already reported. Added law firm in the facility name and updated the associated contact.